Event description:
2 of 2 reports. Other mfg report number: 2648988-2024-00014. A facility reported they have been facing unusual severe allergies towards biopatch on the site of insertion, which goes away once stopping it. Around 70% of the patients across different departments have recorded these cases. Additional information received: did the event occur during one or multiple patient procedures? Multiple patients. What is the total number of procedures? 5 patient in dialysis department, 3 patient from oncology with sever itching and reactions leads to blood stream infection. How were the products stored? Gmsc store and hospital store. How many patients are concerned? 8 patients. What type of skin prep was used? Free alcohol octenidine brand name (acteni dent from dialysis and chlorohexidine lollypops from other department. Was the skin prep allowed to dry prior to the biopatch application? Yes. What type of cover dressing was being used over the biopatch? 3m normal tegederm. Are the dressings always being changed at day 7 or are they changed sooner? Normally 7 days unless there is any change in the dressing condition. What was the timeframe following biopatch application and allergy occurring? 1 year. How were the patients treated for the allergy? Only by changing the biopatch to gurdiva as reported. What is the current status of the patients? Stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Biopatch was not returned for evaluation; however a photo was provided: DHR - no anomalies were reported during the manufacturing and packaging process that can be associated to the reported condition. Failure analysis - failure analysis is not possible because no unit has been returned for evaluation. A photo (note: the same photo was provided for multiple complaints. It is unknown to which case it belongs to.) Showing redness at the tube insertion site is observed; however, two (2) other reddened areas are visible in areas where the biopatch has no contact. In the same photo it can be observed a blue catheter securement device which may have been sutured in the place where the other two reddened areas are visible. Also, if the photo is closely observed, there are lighter reddish patches and/or skin discoloration on the skin general area; however, no reddening is observed in the circular area where the biopatch is placed (other than the insertion site). An allergic reaction is possible but cannot be confirmed. Retain samples visual inspection. Visual inspection results: lot 6779916 was visually inspected. One hundred (100) units were visually inspected. No defects were observed in the shipping cartons, dispenser boxes, product trays and/or product. The trays¿ sealing area was in good condition. A slight product discoloration (yellowing) was observed on the sponges; however, this yellowing is a known property of this product, and it is acceptable. As per product IFU literature: over time the biopatch may turn yellow in color. This coloration does not reduce the antimicrobial efficacy of the dressing. Additional information: - according to information provided: "5 patient in dialysis department, 3 patient from oncology with sever itching and reactions leads to blood stream infection"; can you please confirm the patients had bloodstream infections secondary to allergic reactions? 3 patients had blood stream infection due to severe itching. - since when has the customer used octenidine as a skin prep in conjunction with biopatch? Since 2016 they are using the octenidine as a skin prep, and they still use it with (guardiva) without any records of allergy. - note that as per literature: octenidine may cause burning sensation, itching, redness, and dryness at the site of application. There seems to be octenident in acteni-dent (mouth wash). Can you please confirm actini-dent was used as skin prep? As informed, octanidine is the active ingredient of the prep for the dialysis department only, brand name is octenisept. - are chg applicators (lollypops?) And the octenidine used together to prep patients? Octenidine is used only in the dialysis department (5 patient allergy reports).